Event description:
Event description guidant received information that this transvenous defibrillation lead displayed noisy signals and a high rate/sense impedance. The physician elected to surgically cap the rate/sense portion of the lead and implant a separate pacing lead. However, it was later reported that the lead's shock impedance became high and out-of-range. A chest x-ray (cxr) confirmed a conductor fracture that appeared to be due to subclavian crush. The defibrillation and (ventricular) pacing leads were extracted and a new defibrillation lead was implanted.